Event description:
A pt reported blood glucose results of 3.7 mmol/l, and 7.7 mmol/l with a lifescan meter, performed within 20 minutes of each otehr. The customer care rep performed troubleshooting and twice the control solution test was out of range. No medical treatment received. The meter was replaced and return expected.